Manufacturer narrative:
(B)(6).

Event description:
It was reported that post deployment of fast fix while cycling, the implant came off the meniscus capsule. The event occurred during surgery, a backup device was available to complete the procedure with no significant delay or patient injuries. T1 came out by itself but the surgeon had to removed t2 intentionally as a medical intervention

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿the implant came off the meniscus capsule.¿ no t¿s or suture were returned. The depth limiter was attached. The delivery needle shows no damage.¿ the device cycled and actuated properly. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) inadequate tissue conditions. 2) incomplete needle penetration through meniscus. No root cause related to the manufacture of the device was confirmed.